Event description:
On (B)(6) 2008. I went to emergency because of a hernia in the abdomen area. They supposedly repaired the hernia on this date. This was the first surgery. I reported to the doctor that the swelling was still there on my abdomen and also there was a large abscess on my left testicle. There was also pain in the scrotum area. Another surgery was done on (B)(6) 2008. After this 2nd surgery, I contracted a (B)(6) infection, (B)(6), while still in the hosp. I was treated with antibiotics and after 30 days, I was released from hosp. I kept having pain in my groin area and left side testicle and went to see a urologist. He recommended that I see a neurologist. The neurologist put me on high doses of medication (neurontin) because the (B)(6) infection had damaged my nerves. I went back to the urologist because another abscess appeared in the groin area. Surgery for this was done on (B)(6) 2010. This was the 3rd surgery. I never healed from the first surgery which continues to drain nor from the 3rd surgery as I continue to have drainage in 2 areas. Lab tests were done on (B)(6) 2011 and the results showed more (B)(6) infection, (B)(6). (B)(6) infection has continued to recur. My antibiotics have been continuously increased with no relief from pain or drainage. The doctor at the wound clinic said to me that he thought it was the prolene mesh that was used to repair the hernia. The hosp receipt that shows medical supplies used show that prolene mesh was, indeed, used. I can not get the wound doctor to repeat what was previously said to me about the prolene mesh. I am in constant pain and have to change bandages four times a day due to wound drainage since the first operation. I can not get any relief from this situation as I am in dire need of relief or some solutions to this health crisis.